Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a procedure to add a left ventricular lead, the left ventricular setscrew could not be tightened the new lead and was unable to torque. The device was explanted and the new device was implanted. Patient¿s condition was stable before, during and after the procedure. Patient was recovering.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: analysis was normal. No anomalies were found.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.